Event description:
On (B)(6) 2017, a customer reported getting 3003 waiting for temperature error message upon start-up on the aia-360 instrument. The customer requested service in order to address the issue. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for progesterone (prog), estradiol (e2), and beta human chorionic gonadotropin (bhcg). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
H.3. Device evaluation by manufacturer: a field service engineer found the wash solution heater leaking, which caused the wash solution heater lead wire to corrode and fail. The fse replaced the wash solution heater. The fse proceeded to check the b/f wash temperature, which was at 39.0 degree celsius. The fse check wash test cup bottom, which was correct and cleaned beads from the wash prime reservoir. The customer ran quality controls without any issues. The aia-360 instrument was performing within specifications; no further action was required by the fse. A complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 11-oct-2016 through 11-nov-2017. There were no other similar complaints identified during the searched period. The aia-360 operator's manual under chapter 7: error messages and flags, states the following: 1. List of error messages: if a problem occurs during assay or it is difficult to continue an assay, an error message is displayed. Together with the error message, a buzzer sounds to alert the operator to the error. At the same time, the printer also prints the error message. If an assay is not completed normally due to an error, an error flag may be attached to the assay value. 1.1 error message lists: when an assay is started soon after turning the power switch on, if the incubator has not reached the appropriate temperature, error message no. 3003 is displayed and the assay may not be started. 3003 waiting for temperature meaning: waiting for the temperature to rise. Troubleshooting: wait until the temperature rises to correct temperature. The most probable cause of the reported issue was due to a faulty wash solution heater. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Conclusion is not yet available; investigation is currently in-process.

Event description:
On (B)(6) 2017 a customer reported getting 3003 waiting for temperature error message upon start-up on the g8 instrument. The customer requested service in order to address the issue. The customer is down and unable to run patient samples on progesterone (prog), estradiol (e2), and beta human chorionic gonadotropin (bhcg). On (B)(6) 2017 a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for prog, e2, and bhcg. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.